Event description:
It was reported that an ilet insulin pump became nonfunctional after the user slept on it, resulting in a cracked display screen near the left middle corner; the user switched to backup therapy and reported a blood glucose of 150 mg/dl, and a replacement pump was shipped and delivered. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention beyond switching to backup therapy and continued cgm use. Investigation included customer interview and replacement of the device. Investigation of this case revealed physical damage to the display consistent with external force and a resulting loss of function. It was concluded that the event was due to accidental damage from external pressure, not a device malfunction, and that device replacement resolved the issue.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.